Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a defibrillation threshold (dft) test was possibly going to be performed for this patient with this right ventricular (rv) lead. Technical services (ts) reviewed noting no out of range shock impedances however low rv amplitude was observed. It was noted that a previous commanded shock had been performed. Additional information is being requested from the field. This rv lead remains in service. No additional adverse patient effects were reported.